Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip was malformed (scissored). The clip did not cut the vessel. There was no pt consequence.